Event description:
Hospital reported that valved PICC was inserted on (B)(6). On (B)(6), two doses of cathflow were administered. The PICC was removed after 15 days due to occlusion caused by catheter kinking. The patient also experiencing a skin reaction - redness and itching around the insertion site. The current condition of the patient is "fine." The used device has been returned for evaluation.

Manufacturer narrative:
As no lot number was provided, a shipping history was performed to determine the last 3 lots shipped to the end user hospital. A device history review performed on these lots confirmed that the lots met all material, assembly and performance specifications. A review of the (B)(6) complaint report for august 2009 did not note any trends for the product family of xcela pasv PICC and the failure mode of "catheter kinked." Visual examination of the returned catheter showed adhesive residue present from the valve to the suture wing. The catheter appeared to kink easily at the location of the suture wing which may have been caused by the user's bending and taping of the assembly. The lumen of the catheter was tested for patency and the catheter was leak tested. The product was found to meet specification and function as intended. No manufacturing related deficiencies were noted. The cause of the skin irritation experienced by the patient is unable to be determined as the catheter was not defective and sterile load records reviewed for the identified manufacturing lots showed the loads meeting all sterilization specifications. Manufacturing process controls for this device include 100% visual inspections for kinked tubing as well as leak testing. The directions for use furnished with the device include the caution: "avoid sharp or acute angles during insertion which could compromise catheter functionality." (B)(4).